Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) kicks breaker won't charge the unit. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the reel with the power cord. The unit was able to be powered on and the batteries were able to be charged. The fse completed the system check out and placed the unit on a trainer. The fse informed the user to let the batteries charge to 100% before use. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the kicks breaker won't charge the unit. It is unknown under which circumstances the event occurred or if a patient was involved however there was no adverse event reported. Getinge field service engineer (fse) replaced the reel with power cord unit was able to be powered on now and did begin to charge the batteries. I performed a complete system checkout and ran the unit on the trainer. Unit passed all testing and was cleared for clinical use.